Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown intrathecal medication via an implanted pump. It was reported the patient was scheduled for a refill of her pump on (B)(6) 2020. It was also mentioned the patient was diagnosed with gastroparesis and closterphobia and takes anxiety meds. It was noted the patient had an abscess in her abdomen where the feeding tube was placed for so many years. In addition, it was reported the patient had sepsis after her pump was implanted (B)(6) 2020) in (B)(6) 2020. The patient ended up in the hospital. Symptoms mentioned included memory loss and confusion. It was also reported the patient had post traumatic stress disorder (ptsd) related to her experience in hospitals. No further complications were reported.